Manufacturer narrative:
The reported event was not confirmed and a root cause was not determined. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The manufacturer service technician reported that the device was overheating. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device was overheating. There were no adverse consequences related to this event.